Event description:
The customer reported that the end of the feeding tube (where the syringe attaches) came off of the tube when the rn was removing the tube from the infant. Per additional information received on (B)(6) 2022, there was no medical intervention required. And there was no injury reported. They had the tube replaced. The entire device was retrieved, no pieces were left in the patient.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
One sample with unknown lot number was received for evaluation. After performing a visual inspection, the separation of the purple connector was observed. The device history record review could not be performed since no lot number was provided from customer complaint report. A gemba walk was carried out with the multifunctional team on the production line. It was determined that the detachment of the purple connector was due to the lack of solvent. An improvement opportunity was detected to update the standard work instruction to prevent the reoccurrence of the reported condition. No further actions are required at this time. This complaint will be used for tracking and trending purposes.